Event description:
It was reported that the user experienced low glucose during meals after announcing meals 30 minutes before eating, followed by elevated glucose after consuming the meal; the ilet subsequently delivered correction for the postprandial hyperglycemia. Symptoms included hypoglycemia with sweating and feeling unwell. Outcomes included transient low and high glucose readings without hospitalization. Investigation included complaint intake with troubleshooting and user education regarding meal announcement timing. Investigation of this case revealed user behavior contributing to glycemic excursions, specifically premeal announcements too far in advance and use of meals as hypoglycemia correction. It was concluded that the device functioned as designed and that education to announce at meal start, 15 minutes prior, or up to 30 minutes after was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.